Event description:
Reportedly, this device was explanted after approximately a 9 year, 8 month implant duration due to mitral regurgitation and atrial arrhythmia.

Manufacturer narrative:
Device not returned.